Event description:
It was reported that the patient underwent heart transplantation. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that the patient underwent a heart transplant on (B)(6) 2022. Whether the outcome was device or therapy related was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event as well as the pump's return status; however, no additional information was provided and the pump has not been returned to date. If heartmate 3 left ventricular assist system (lvas), serial number (B)(4), is returned to abbott at a later date, this file may be reopened to include the evaluation of the device. The hm3 lvas IFU, rev. C, is currently available. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.